Manufacturer narrative:
References the main component of the device system; the other relevant components include: product ID 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type catheter.

Event description:
Information was reported from a healthcare provider (hcp) via a clinical study regarding a patient receiving infumorph 5mg/ml for a total dose of 0.2882mg/day via an implantable pump for non-malignant pain. It was reported on (B)(6) 2017 the patient stated the incision on their back was leaking and they tried to seek treatment at the emergency room, but left before they could be seen due to the wait time. On (B)(6) 2017 the patient reported more drainage. Surgical observation on (B)(6) 2017 revealed no cerebrospinal fluid (csf) leak observed during time of catheter repair. Interventions on (B)(6) 2017 included medical or non-surgical therapy where a blood patch was performed. On (B)(6) 2017 intervention included other surgical intervention of thecatheter where additional two purse-string sutures were placed. Examination on (B)(6) 2017 revealed a catheter kink which was found at time of wound exploration/revision for the csf leak. On (B)(6) 2017 other surgical intervention occurred to repair the kinked catheter. The event resulted in in-patient hospitalization. The csf leak and the kinked catheter resolved without sequelae on (B)(6) 2017. The clinical diagnosis was csf leak and catheter kink. The etiology of the event (csf leak) ind icated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was related and was related to surgery/anesthesia. The etiology of the event (catheter kink) indicated the relationship of the event to the device or therapy was related and indicated the relationship of the event to the implant procedure was possibly related. The event date was (B)(6) 2017. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider via a clinical study reported the cause of the catheter kink and csf leak were not determined. The patient's baseline weight was (B)(6) lbs.